Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent incisional hernia repair surgery on (B)(6) 2015 during which the surgeon noted the mesh sunk into the hernia defect. He further noted a defect in the center of the mesh. The mesh was removed via the lateral port and the remaining defects were repaired. It was reported that the patient experienced severe pain, recurrence, nausea, inflammation, bulging, stress and anxiety. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 06/18/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 11/10/2020.